Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual inspection of the cassette found a large crack in the hard plastic of the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was alarming. While troubleshooting he discontinued treatment. When he removed the tubing he found fluid inside the cassette door area. The set was returned for evaluation. During follow up the patient reported his effluent remained clear. He did not have any signs of infection. He was not prescribed any antibiotics.